Event description:
It was reported that the right ventricular (rv) lead exhibited lead fracture, high pacing impedance, and failure to capture. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014.

Manufacturer narrative:
Additional information: b5.